Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. It has not yet been received. A follow up report will be submitted with all additional relevant information.the other three perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement in the moderately calcified right common femoral artery (rcfa) and the mildly calcified left common femoral artery (lcfa) was attempted using four proglide devices via a 6f sheath prior to an endovascular aneurysm repair (evar). Reportedly, when the proglide devices were removed from the anatomy, no sutures were present, cuff misses were noted. The sutures of four new proglide devices were successfully pre-placed, two in the rcfa and two in the lcfa. The evar was completed using a 20f sheath and hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported needle to cuff miss was confirmed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.